Event description:
A male pt contacted lifecor customer support to report that he was receiving "adjust belt" messages. Pt stated that he bent the pins in the electrode belt connector, while trying to prevent the "adjust belt" alarms. Support sent the pt a replacement electrode belt. Pt called back in 2008, to state that the new electrode belt would not fit into the monitor. Support sent a pt services rep (psr) to the pt to replace the electrode belt.

Manufacturer narrative:
Electrode belt - 2008. Electrode belt - 2008. Device evaluation summary: device evaluations of electrode belt and electrode belt have been completed. The problem was confirmed. Upon further inspection, both electrode belts had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connectors were replaced. The electrode belts were retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.